Event description:
It was reported that the patient was requesting an explant. The stimulator was getting hot while recharging so the patient hadn¿t re charged for several months. The patient had 5-6 appointments and had cancelled, so the day of the report was the first time the manufacturer representative (rep) was informed of this. The patient¿s pain was overall better after getting an insulin pump so the patient did not need their stimulator. The patient also needed an MRI, which was another reason they wanted the explant. The explant was to be scheduled. There were no patient symptoms or complication associated with the event, the patient status was alive, no injury. No troubleshooting was done. When the rep saw the patient, they reported not recharging in several months and had no desire to trickle charge, they only wanted the explant. Information regarding the explant and patient outcome has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 37746, serial # (B)(4), product type programmer, patient. (B)(4).